Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon had difficulty during implantation, due to the second haptic being stuck in the injector. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).